Manufacturer narrative:
(B)(4). Medical products- nexgen femoral component, catalog # 00595601502, lot # 63210389, nexgen articular surface, catalog # 90597004010, lot # 63928218, nexgen all poly patella, catalog # 00597106532, lot # 63949986. Foreign source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00756, 3007963827-2018-00183, 0001822565-2018-05896. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. The patient starting hearing noise in the knee about a month later. During a doctor's visit, it was discovered no sound was heard, patient had acceptable pain and minor swelling. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No additional information available at this time.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable. Review of the journal notes discovered this isolated event was not able to be replicated as the surgeon reported no concerns with knee, that is was stable and to continue with recovery program. The noted swelling is a normal finding during the 1 month post op period and it was considered minor.